Manufacturer narrative:
(B)(4). Product was returned and evaluated. The complaint is unable to be confirmed. Inspection of the adapter shows there are wear marks along with light scratches. Inspection also shows there is bone cement still attached to the adapter. The returned femoral component was not evaluated as it is competitor product. Dimensional analysis was performed and found dimensions to be within specification. Review of inspection and cmm data provided in the DHR indicates all critical dimensions were conforming to print specification prior to release.root cause could not be determined. It was relayed that it is believed the tapers were not impacted hard enough which may have been a contributing factor; however, this is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Concomitant medical products: wright medical guardian distal femur. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to disassociation approximately 15 days after initial surgery. Competitor's distal femur was compassionately used, as patient had minimal remaining native proximal femur. Patient had poor bone quality at the operation site and it was discussed to do a total femur at the time of surgery. Attempts to obtain additional information have been made; however, no more is available at this time.